Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. E1: establishment name: (B)(6). Added here, due to character limitation in respective field.

Event description:
It was reported, the gastrointestinal videoscope tube had tissue glue stuck in it. The issue occurred, during reprocessing of a gastroscope procedure. There was no delay. The patient was not under anesthesia. And the procedure was completed using the same device. There were no reports of patient harm or injury.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was not confirmed since no image regarding the foreign material was provided by sales service business center. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Although, it is possible that the foreign material was not removed since the reprocessing was not conducted properly due to a leakage from the biopsy channel. However, a definitive root cause cannot be determined. Three attempts were performed to obtain additional information, but no response was received from the customer. The event can be detected/prevented by following the instructions for use which state: instructions for use states that detection method in evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. Instructions for use states that preventive measure in evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.